Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4524-45 lead, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had rising high impedance. The rv lead was removed and a new lead was implanted. It was further reported that the left ventricular (lv) lead had high impedance. The lead was removed and a new lead was implanted. It was further reported that the right atrial (ra) lead was suspect of a fracture. The lead was removed and a new lead was implanted. It was further reported that postoperative check revealed that the new implanted rv lead was undersensing r-waves and intermittent loss of capture. The physician indicated that the patient was in renal failure and that could have caused the intermittent non-capture. The physician elected to leave the lead in use and monitor the patient. It was further reported that the newly implanted rv lead has high thresholds. The pacing voltage was reprogrammed to a higher value and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.